Event description:
Customer obtained positive advia centaur troponin ultra results on 3 different patient samples. It is unk if patient treatment was prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin results.

Event description:
Customer obtained positive advia centaur troponin ultra results on 3 different patient samples. It is unk if patient treatment was prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin results.

Event description:
Customer obtained positive advia centaur troponin ultra results on 3 different patient samples. It is unk if patient treatment was prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.